Event description:
Caller reported that a malfunction occurred on the pump after it went through an x-ray machine at the airport and was used while swimming. There was no reported adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.